Event description:
Nellcor puritan bennett rec'd a report from another country that the spo2 (oxygen saturation per monitor) of the pt went lower than 80%, but the pt recovered after the dr used an ambu (resuscitation) bag. This event occurred while the pt was on the ventilator. There is no allegation that an alarm condition was noted in the event log for "no oxygen supply detected alarm". This device was tested and it functioned as designed. A recommendation was made to the facility to check their oxygen source gas supply pressures and functions.